Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting radial artery access for a percutaneous coronary intervention [pci] procedure, the introducer hub detached when removing the vascular access guidewire and sheath introducer after acquiring successful vascular sheath access. The remaining introducer was successfully removed from the lumen of the sheath with a pair of hemostats. The sheath was successfully used for the pci procedure. No patient injury to report.